Event description:
Based on new information received on june 9, 2010, it was determined that this lead was explanted and returned for analysis due to subclavian crush. Dates of implant and explant are not available.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 21 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.